Event description:
It was reported that the patient came into the emergency room (ER) for heart failure (hf) symptoms. They were in the ER for approximately 24 hours due to a lack of beds, during which the patient received three shocks for true arrhythmias, the shocks converting the arrhythmias. During the shocks, the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 125 ohms. The implantable cardioverter defibrillator (ICD) gave an open condition fault code upon interrogation by the field representative. Subsequently, therapy was programmed off. The ICD system remains implanted. No adverse patient effects were reported.